Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the patient's six week follow up visit the right atrial (ra) lead had no capture and a lead dislodgement was confirmed. The lead was programmed off and remains in the patient. The patient was enrolled in the protect-pace clinical study. No patient complications have been reported as a result of this event.